Manufacturer narrative:
No devices were returned for evaluation. A search of the complaints databases identified one other report against the d16060210 lot code and no others against the remaining product/lot code combinations. Review of the screwdevice history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a pelvic bone fracture and cup loosening caused by a fall.